Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead helix was unable to be retracted when the lead was in the patient's body. The lead was removed and the helix was retracted; however, then the lead was unable to be extended again. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Blood was visible inside the helix. Removed dried blood with alcohol and helix works within specification.